Event description:
Boston scientific received information that this right atrial lead exhibited loss of capture which did not lead to asystole. It was determined per x-ray result that the slack was pulled back causing the lead to be dislodged. The lead was then successfully repositioned and remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut at approx. 10.5 cm distal to theis-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present cuttings, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment/s were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.